Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this complaint from australia reports a revision of a knee secondary to an infection. No clinical/medical documentation has been provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection is a potential complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue.

Event description:
It was reported that a revision surgery was performed due to infection on the right knee. A washout was performed and the insert was removed and exchange with a new insert. The complainant confirmed no further information will be available.